Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the pump insulin gauge displayed 0 units of insulin and the customer reported there should have been plenty of insulin in the cartridge. Customer reported that the issue was resolved by reloading the cartridge. There was no known impact to the customer's blood glucose. Customer was successfully able to resume therapy. Customer confirmed an alternate method of insulin delivery was available.